Manufacturer narrative:
A ge rep evaluated the system and replaced faulty monitor. System operates as intended.

Event description:
Customer reported that the right monitor is very dark and distorted. No patient injury was reported.